Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic pulmonary valve, the valve was implanted valve-in-valve. After valve deployment, a post-dilation was performed using an ensemble balloon to expand the distal and proximal ends of the valve stent to relieve a waist. No adverse patient effects were reported.

Event description:
Additional information received that the event was caused by the patient's calcified conduit that required additional dilation after the valve was placed. The expansion issue occurred when the valve was fully deployed. Dilation was performed on the inflow and outflow of the device using an ensemble delivery catheter system (dcs). Two inflations were performed at 5 atm, using an in-deflator device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.